Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) numbers k011245, k002188.

Event description:
It was reported that broken cap found during received shipment inspection. We received the shipment on oct 4, 2024. When we checked the goods, we found that the lid of the plastic outer box of one spwb8 (lot#: 2120010665) was not closed, so we further checked the cap of the inner plastic bottle, and then we found that the joints of the cap were broken in several places.

Manufacturer narrative:
Zimvie received one (1) spwb8, (impl tapered sp 4.8mm 8mm octagon) for evaluation. Visual evaluation of the as returned device identified the implant outer box was opened, and the outer vial's tamper seal / ring was broken almost completely. However, the inner vial was seen inside, along with the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120010665. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120010665 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging other¿ the customer did submit four (4) images for the reported event. Based on the investigation and risk management file review as per rmf rm-00308-pfmea rev.1, the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction did occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.